Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid minimum fill message when attempting to reload a previously used cartridge containing 80 units remaining in the cartridge. Then, the customer added an additional 30 units of insulin to the existing cartridge and received another minimum fill message. The customer confirmed that a new cartridge would be loaded and declined further assistance from tandem technical support. The customer's blood glucose level was 172 mg/dl.